Manufacturer narrative:
(B)(4). Four reportable complaints were created because of different events dates were reported, and the file numbers are the following: (B)(4).

Event description:
Dealer states the left gearbox is leaking oil outside and into the motor. Fault log has error codes for both motors with error 203 in there 14 times from the (B)(4).